Event description:
Reporter states the end user was going up a ramp into a van when the chair tipped causing end user to hit head on the edge of the ramp. End user required stitches and got a concussion. Anti-tips were not on the chair at the time of incident, although the anti-tips were shipped with chair and are a standard option. End user did have the anti-tips put on the chair after the accident.